Manufacturer narrative:
B5: the lens was removed on 04-apr-2023 and the problem was resolved. Cataract surgery was performed and an iol lens was implanted during the same procedure as icl explant. The patient is pseudophakic. The cause of the event was due to device and patient-related factor (shallow chamber, age and high myopia). H6: health impact - additional surgery: 4625 - cataract surgery, iol implanted. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -09.50 diopter, into the patients right eye (od) on (B)(6) 2018. A cataract was observed and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).